Event description:
Boston scientific became aware of an event involving an spaceoar hydrogel device through the article, hydrogel-associated ulcer masquerading as malignancy: a rare complication in a prostate cancer patient written by emerson lee, md et al. The patient presented in the emergency room (ER) with several episodes of painless hematochezia. Physical examination showed a lobulated rectal mass in the anterior rectal wall. Therefore, a colonoscopy was performed and showed a 5 cm ulcerated mass. Biopsies were performed showing granulation tissue consistent with an ulcer, extracellular material and ruled out malignancy. It was later reported by the patient that he underwent a hydrogel injection in preparation for radiotherapy. Subsequent sigmoidoscopies showed the healing and re-epithelization of the ulcer. The patient condition was not report in the article. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2023, was chosen as the best estimate based on year the article was published. Blocks d4 and h4: the complainant was unable to report the upn/lot number; therefore, the manufacture date and expiration date are unknown. Block g2: literature source: lee, e et al. Hydrogel-associated ulcer masquerading as malignancy: a rare complication in a prostate cancer patient. Practical gastro (2022); xlvi (10) publicly available https://practicalgastro.com/2023/01/25/hydrogel-associated-ulcer-masquerading-as-malignancy-a-rare-complication-in-a-prostate-cancer-patient/. Block h6: imdrf patient code e0506 captures the reportable event of bleeding. Imdrf patient code e2339 captures the reportable event of ulcer.